Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during patient transfer. The customer also reported that the cns screen is now showing as an empty grid. No harm or injury was reported. They will be sending the device event logs back to nk for evaluation. The cns was monitoring transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during patient transfer.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced a spontaneous reboot during a patient transfer. The customer also reported that the cns screen was then showing as an empty grid. The cns was monitoring transmitters at the time. No patient harm or injury was reported. Investigation summary: the cns log analysis conducted by nihon kohden corporation (nkc) determined the issue was caused by copying a hard disc drive (hdd) from another device (use error): "it was found that the device was prepared by copying the entire hdd that had already been set up for another cns." The service history for this serial number as well as for this customer shows no subsequent incidents reported.

Event description:
The customer reported that the central nurse's station (cns) experienced a spontaneous reboot during a patient transfer. The customer also reported that the cns screen was then showing as an empty grid.